Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant products ¿ versys hip system femoral head p/n 00801804003 l/n 60535884; trilogy acetabular system longevity crosslinked polyethylene liner p/n 00630506440 l/n 60498314; zimmer hip system xl taper stem p/n 00992202018 l/n 60077821; zimmer cable cerclage p/n 00223200418 l/n 60535884; zimmer shell porous p/n 00620206420 l/n 60679171; zimmer neck taper p/n 00992308340 l/n 60529476. Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2017-00364, 0001822565-2017-03703, 0001822565-2017-03704.

Event description:
It was reported that patient underwent a left hip revision one year post-implantation due to a failed hip arthroplasty which included varus deformity of left femur, ankyloses of left hip with massive heterotopic ossification. The operative report noted that a corrective osteotomy was performed. The liner, head, and stem were removed and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. According to the revision surgery operative notes radiographs showed the lateral placement of the stem of the femur laterally and posteriorly. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.